Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient elaborated on her left sided implant issues. Pain, rippling, and disfigurement, and displacement of the device were all noted to have accompanied the capsular contracture. This was stated to cause arm, back, and shoulder pain. The patient stated that this issue has caused her emotional distress. Worrying and lack of focus were stated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 28, 2023. In addition to the issues reported initially, the patient experienced an autoimmune diagnosis and accompanying symptoms. Hashimoto¿s disease, miscarriages, constipation, migraines, brain fog, vision deterioration, intermittent issues with circulation, intermittent issues with swelling, rash, unexplained parasite, dizziness, pain, breathing labored, weakened bones, unexplained fractures, hair loss, odd sense of smell, odd sense of taste, loss of taste, loss of smell, face discoloration, and cystic acne were noted. This report relates to the left prosthesis. See 1645337-2023-11087 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 15, 2023. In addition to the issues reported previously the patient also experienced right sided capsular contracture and left sided rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 5753259 number, and no non-conformances related to the reported complaint condition were identified. On (B)(6) 2020 mentor became aware that it erroneously placed code 3191 in h6 (patient codes) with the supplemental report submitted on (B)(6) 2020. This code is not applicable to this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 325cc mentor memorygel breast implant, catalog #3503254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who had a 325cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. The capsular contracture was first diagnosed in 2017 at the physician¿s office, and again in another visit on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.